Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had an ins implanted "in front of the stomach." The patient reported she was hit by a cart and the hit was hard enough to "knock the device through the skin. As a result the ins was explanted. The patient was on ivs and antibiotics for a month before the new ins could be implanted. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and lumbar radiculopathy.